Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. It was reported that out of range measurements began approximately six months ago. Following activation of the lss feature, a health care professional (hcp) reported that the presenting electrogram (egm) showed a vp followed by a vs. Programming changes were made to sensitivity, however, the vp followed by vs was still observed. Loss of capture (loc) was suspected. The hcp then changed the configuration back to bipolar. Review of stored device data noted that threshold measurements in bipolar were greater than 7.5 volts at 2.0 milliseconds, however, threshold measurements in unipolar were 0.6 volts at 0.4 milliseconds. Technical services (ts) discussed the option of programming unipolar pacing and bipolar sensing and discussed troubleshooting options related to the out of range impedance measurements. The patient was not pacemaker and did not experience asystole as a result of the loc. No adverse patient effects were reported. This device remains in service.